Event description:
A customer reported an alarm 30 on their pump during pumping, which led to a recurring cartridge alarm issue. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Although the customer could not resume insulin therapy due to the persistent alarm, they will continue using their current pump as backup therapy. Technical support assisted the customer in loading a new cartridge and decided to replace the pump. The customer was guided on storing the pump and instructed to return it within 10 days using a pre-paid label.